Event description:
Pt underwent syncope on (B)(6) 2012 that was reported to be due to absence of ventricular pacing, possibly related to oversensing. On (B)(6) 2012, a pacemaker check was performed, including provocative tests in different positions: pacemaker's behavior was found normal. An analysis is requested to explain syncope.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.